Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the trocar sleeve anchor tabs fragmented on insertion into the patients tissue. Device fragments fell into the patient and the incision had to be extended to remove the pieces.